Event description:
The customer called to report a blank display after changing the battery. The customer stated that he changed the battery due to a failed battery test alarm. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump also had a cracked reservoir tube.